Event description:
It was reported that during an in-office check there were concerns of premature battery depletion (pbd) 0f the cardioverter defibrillator (s-ICD.) Data analysis showed a recorded code fc1003 and the battery appeared to be depleting faster than expected. Boston scientific technical services (ts) recommended device replacement. Device remains in-service. No additional adverse patient effects have been reported.

Event description:
It was reported that during an in-office check there were concerns of premature battery depletion (pbd) 0f the cardioverter defibrillator (s-ICD.) Data analysis showed a recorded code fc1003 and the battery appeared to be depleting faster than expected. Boston scientific technical services (ts) recommended device replacement. Device was explanted and returned. No additional adverse patient effects have been reported.

Manufacturer narrative:
Correction to field h6: impact codes. Should additional information become available, this report will be updated.

Event description:
It was reported that during an in-office check there were concerns of premature battery depletion (pbd) 0f the cardioverter defibrillator (s-ICD.) Data analysis showed a recorded code fc1003 and the battery appeared to be depleting faster than expected. Boston scientific technical services (ts) recommended device replacement. Device was explanted and returned. No additional adverse patient effects have been reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
Correction to field h6: impact codes. Should additional information become available, this report will be updated. Corrected event description to implantable cardioverter defibrillator (ICD) and to reflect all the available information.

Event description:
It was reported that during an in-office check there were concerns of premature battery depletion (pbd) of the cardioverter defibrillator (ICD). Data analysis showed a recorded code fc1003 and the battery appeared to be depleting faster than expected. Boston scientific technical services (ts) recommended device replacement. Device was explanted and returned. No additional adverse patient effects have been reported. Additional information was received and this implantable cardioverter defibrillator (ICD) system had also exhibited high right ventricular (rv) lead shock impedance measurements for a few months, and recently reached high out of range shock impedance spikes above 200 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated. Corrected event description to implantable cardioverter defibrillator (ICD) and to reflect all the available information. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that during an in-office check there were concerns of premature battery depletion (pbd) of the cardioverter defibrillator (ICD.) Data analysis showed a recorded code fc1003 and the battery appeared to be depleting faster than expected. Boston scientific technical services (ts) recommended device replacement. Device was explanted and returned. No additional adverse patient effects have been reported. Additional information was received and this implantable cardioverter defibrillator (ICD) system had also exhibited high right ventricular (rv) lead shock impedance measurements for a few months, and recently reached high out of range shock impedance spikes above 200 ohms. No additional adverse patient effects were reported.